Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was high push force while advancing the s3ur valve through the 16fr esheath+. Per report, the s3ur valve would not advance through the strain relief of the esheath+. All the devices were removed as a unit and a second system prepped. The second s3ur was successfully implanted in the patient without difficulty. According to pre-decontamination observations of the returned devices, a strut of the s3ur valve punctured through the strain relief of the esheath+ during an attempt to advance the 29mm commander delivery system (with crimped valve) through the esheath+. Two bent s3ur valve struts were observed.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: 29mm commander delivery system (ds) returned partially inserted through 16fr esheath + and crimped valve stuck in strain relief portion of esheath+. The ds with crimped valve was advanced through the esheath+ and the valve strut punctured through the strain relief. Both the valve and ds were removed from the esheath+ and 2 bent valve struts were observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the patient's right access vessel had calcification and tortuosity. In this case, the complaint of frame damage was confirmed based on the returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) likely contributed to the reported event. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.